Manufacturer narrative:
This report is a response to report # (B)(4) which was received by amt from the FDA on 06/01/2021. Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt worked with the reporter and obtained the device for examination on 6/15/2021. The device was examined and there was no indication that a manufacturing defect caused the failure of the device. A device history review was performed and no anomalies were found for the related lot. Complaint # (B)(4) was assigned to this report. The complaint has been logged and will be used in our complaint trending process for future product enhancements.

Event description:
This report is in response to uf/importer report#: (B)(4). The original report indicated "g-tube placed via surgery- one week post placement patient seen in ed with questionable non-functioning g-tube. Upon removal and placement, hole noted in balloon."